Event description:
It was reported through results of a clinical trial that sometime post index procedure completion using a dialysis catheter, the subject experienced inadequate flow rate and was not successfully treated with glidepath catheter. It was further reported that the catheter was removed and exchanged several times. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, however, one case report form was provided for review. The investigation is confirmed for the reported restricted flow rate issue. According to the case report form review, approximately sometimes post catheter deployment, the subject had adverse event of inadequate flow and the outcome of adverse event was resolved causing moderate severity. Subsequently, the catheter removal was performed due to dysfunction. The catheter was exchanged several times since this catheter was placed. Referral for catheter exchange states reason for exchanges was low flow rate, which was possibly related to the study device, not related to the procedure. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Date of event was entered as date of implant due to system limitations, since date of event was unknown. (Expiry date: 09/2022).